Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information (patient information, date of event, implant /explant date and device); however, only the lot number of the device has been provided. Additional follow-ups will be made to obtain the required additional information and device. Once new information is obtained and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an implant failed. The implant would not fit into the patient's osteotomy and a larger size implant had to be placed.

Manufacturer narrative:
Additional follow-ups were made; however, the reported implant has not been returned for evaluation. The lot information was available to perform a device history record review (DHR). There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for the lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. A warning provided in the IFU states, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions are also provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.